Manufacturer narrative:
Device evaluated by manufacturer? No - lens discarded. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -14.0 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to elevated intraocular pressure and pigment dispersion. The patient experienced headaches. The reporter stated the cause of the event was due to abnormal posterior iris anatomy. The lens was not exchanged for another lens.

Manufacturer narrative:
Method: (process evaluation): device history record review. Result: (no failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).